Manufacturer narrative:
The reported events were dislodgement and the helix mechanism issue. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The reported event of the helix mechanism issue was confirmed. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. After the lead was cleaned, the helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification. The cause of the reported event of the helix mechanism issue was isolated to the helix being clogged with blood/tissue.

Event description:
It was reported that the patient presented one day post-implant with the right atrial lead dislodged shown by chest x-ray. The physician attempted to reposition the lead. However, during the procedure there was an unspecified issue with the helix mechanism. The lead was explanted and replaced. The patient was stable.